Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing was conducted by reloading software onto the computer. After a failed attempt of reloading software. It was determined that the imaging system computer required replacement. The imaging system then passed the system checkout and was found to be fully functional. Following this, a software investigation was initiated to determine the root cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer was returned to the manufacturer for analysis. Testing confirmed the complaint in that the computer would not pass bench testing and not recognize the mouse. Battery testing all passed. This confirmed a software failure due to the computer not loading the operating system. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when starting up the imaging system. The pendant stated "system booting please wait." Initial troubleshooting included restarting the system and starting the system with the interface (umbilical) cable disconnected. Neither troubleshooting step resolved the reported issue. There was no patient present when this issue was identified.